Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a liberte sds with stent. There was contrast in the inflation lumen. Majority of the balloon was tightly folded. However, the proximal balloon cone was loosely folded. The stent was moved 5mm distal of the proximal markerband. Majority of the stent was damaged with flared, bent, and overlapping struts. Microscopic examination and tactile inspection presented no damage or irregularities in the shafts. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. Microscopic examination presented no damage or irregularities in the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous left anterior descending (lad) artery. A 2.75mm x 8mm liberté¿ stent was selected for use and advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable. However, returned device analysis revealed stent damage and stent moved on balloon.